Event description:
It was reported that the transmitter is displaying a different heart rate than at the central nurses station (cns).

Manufacturer narrative:
Complaint details: the customer reported on 05/20/2019 that the transmitter showed the hr as 80 but the cns showed 120 service requested: troubleshooting service provided: troubleshooting investigation result: the root cause of the issue was unable to be determined as the customer was contacted 3 times but would not respond to the call/email to troubleshoot the alleged malfunction, or the customer does not want to cooperate to troubleshoot further. Similar tickets using "incorrect hr" found the following: (B)(4)-incorrect alarms for indicated hr; root cause: unknown (B)(4)-incorrect hr; root cause: device setting (B)(4) zm-531pa incorrect hr; root cause:unknown (B)(4) pu-681ra hr numerics incorrect; root cause: user education a review of service history of device pu-621ra found the following complaints: (B)(4). There does not appear to be an adverse trend at this facility. The root cause of the issue was unable to be determined. Based on the device service history and similar tickets, user error/education was prevalent. The device was in use with a patient and there was no reported harm. Qe investigation for this complaint record has been completed. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d11. Concomitant medical products: model/serial # for the transmitter involved in this issue was not provided.

Manufacturer narrative:
It was reported that the transmitter is displaying a different heart rate than at the central nurses station (cns). The transmitter displays a heart rate of 80 for the patient, where the cns displays a heart rate of 120. Attempts tp follow up on the issue was made, however, the customer was unresponsive. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Transmitter model & serial # was not provided at the time of the call as the patient was still on the transmitter. Attempts to follow up with the customer was made but the customer has been unresponsive.

Event description:
It was reported that the transmitter is displaying a different heart rate than at the central nurses station (cns).